Event description:
Additional information received reported the patient was not getting support for programmer their patient programmer. The patient kept getting a ¿call your doctor¿ and an out of regulation (oor) message on program b, the programmer would lock up, and they would be unable to adjust settings. The programmer stopped working and they patient could not get it to work. The patient had to make an appointment to go into new york city to be reprogrammed. The patient had an appointment to see another hcp on monday.

Event description:
It was later reported that the patient was still getting the oor message and the patient had been getting the message on and off since he had gotten the device. The patient was scheduled to see their healthcare professional on tuesday following the date of this report. It was noted that the oor had been seen upon first interrogation of the ins. The ins was on but the patient could not increase the voltage without seeing the oor.

Event description:
It was reported that on the date of this report the device was turned on and programmed and they were getting a message saying they were out of regulation (oor) and to contact their healthcare professional. They were unable to adjust stimulation. The patient was able to bypass the oor screen and was coming in to the healthcare professional¿s office in a month. It was believed that impedances were normal previously. Additional information received reported the cause of the out of regulation (oor) code was determined and it was not device related. The oor code was not present when the patient met with their healthcare professional (hcp). The hcp interrogated the implantable neurostimulator (ins) and the ins read normally. Impedance testing was done. The patient was able to move their head and arms with complaints of paresthesias. Patient programmer usage was reviewed with the patient and they were advised to use the programmer less frequently. The patient was doing fine. It was later reported that the patient was unable to adjust stimulation and the display was showing a ¿call your doctor¿ icon with an out of regulation (oor) condition. The patient had their first programming on (B)(6) 2015. Oor was seen on (B)(6) 2015 in the office. By the time the patient was seen the oor was cleared and there were no shorts. Therapy had been good. The patient was seeing a warning message and could not decrease amplitude on one side, the patient was not putting the antenna over the device when doing titrations. The oor was showing on the programmer when he had first gotten the programmer after implant in (B)(6) 2015. The patient had gone to their healthcare professional and got the oor cleared. It had happened again. The patient was able to bypass the oor to get to the regular screen but could not increase some programs. The patient had an upcoming appointment with their healthcare professional the week following (B)(6) 2015. The patient had parkinson¿s disease. The patient had group a and b and only had amplitude titrations on both sides. They were going evaluate whether the patient needed two groups and whether he needed upper limit and would clear the warning with the clinician programmer. The patient was titrating the amplitude so often because of foot turning and titrating according to that. The patient had presented in the office in the off state, they were interrogated and settings were as expected. Battery measurement was at 3.0v and had been 3.02 at the last visit on (B)(6) 2015 at 1.5v. Impedances were c/0-1619, c/1-1918, c/2-2045, c/3-2499, 0/1-2508, 0/2-3398, 0/3-3938, ½-2967, 1/3-4041, 2/3-3831, c/8-1543, c/9-1588, c/10-1428, c/11-1516, 8/9-2289, 8/10-2494, 8/11-2707, 9/10-1898, 9/11-2467, 10/11-1746. Palpation had not elicited any response and the patient had good therapy. They had been able to increase and decrease in the office with the patient programmer, an oor was gotten again with warning icon. The patient had oor 3 days prior to (B)(6) 2015 and had decreased amplitude and it had gone away and then had tried to increase amplitude and it would not let him. The patient programmer was reprogrammed to alphabet. Additional information received indicated that group a was eliminated, the patient was left with the right deep brain stimulator at 1.4v and the left at 1.6v. The patient was given +/- 0.2 on each side and was advised to use it infrequently.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0t2ur, implanted:(B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0t2ur, implanted:(B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4). (B)(6).